Event description:
It was reported that the patient was asymptomatic. It was noted that far field r wave oversensing resulting in inappropriate auto mode switching (ams) was observed on the implantable cardioverter defibrillator (ICD). The patient was stable.